Manufacturer narrative:
Device is a combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a perforation occurred. Vascular access was gained via the femoral artery. The 90% stenosed, 2.75-3.0x16mm lesion was located in the moderately calcified and non-tortuous mid left anterior descending artery (lad). A pt graphix guide wire was inserted along with a 3.0 x 8 mm ion stent. The stent was unable to cross the lesion, physician elected to utilize a 2.0 x 8 mm emerge balloon to pre-dilate the lesion. Same ion stent was re-inserted and still unable to cross. The physician proceeded to utilize a 1.5 mm rotalink system to debulk the calcification as no dissection was noted after balloon inflation. Physician made several passes with the 1.5 mm burr and attempted to re-cross the lesion with the same 3.0 x 8 mm ion stent. The stent was still unable to cross the lesion and the 1.5 mm burr was utilized again. Angiogram was taken after several passes with the burr and device was removed. The same 3.0 x 8 mm stent was inserted to the desired location and deployed at 18 atm. Stent delivery system removed, angiogram taken which yielded a perforation of the artery. A 2.75 x 16 mm ion stent was inserted and deployed distal to the first stent at 12 atm. Angiography still showed a perforation of the lad. A 3.0 x 26 mm non-bsc stent was inserted in attempt to seal the perforation, but was unable to deliver the system to the desired location. The perforation sealed without further intervention and the patient was transferred to the ICU in stable condition.